Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon investigation, the right atrial lead exhibited lead noise that triggered inappropriate arrhythmia episodes. No programming changes were made, and the lead would be monitored. No patient symptoms were reported.